Event description:
Power point presentation at the hand surgeons society meeting in australia showed four explanations of cmc spacer. This report concerns patient identified as no 3 in the presentation. The artelon was explanted due to bone erosion around screws and prosthesis.

Manufacturer narrative:
According to information from the distributor, the patients has been mobilized earlier than protocol prescribes.